Manufacturer narrative:
(B)(4)

Event description:
It was reported that a catheter shaft leak occurred. An angiojet® solent¿ omni embolectomy catheter was selected for a thrombus aspiration procedure in the left ilium. During preparation, the priming mode ran for 12 seconds and the system stopped and displayed an error message to replace the device. The saline bag was adjusted and the priming process was restarted but the same issue occurred. When the catheter was examined, it was found that there were kinks and there was a saline leak from the catheter shaft. The procedure was then completed with a new catheter. There were no patient complications and the patient was stable.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. Microscopic and visual inspection of the device revealed that the boot vent hole was not complete and cut all the way through the boot wall. The shaft was kinked 57cm and 80.5cm distal of the strain relief. Functional testing revealed the device ran within normal range without any errors or alarms; however, the catheter leaked from shaft at the location of the kink 57cm distal of the strain relief. The shaft was microscopically inspected and it was noticed that there was a hole in the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that a catheter shaft leak occurred. An angiojet® solent¿ omni embolectomy catheter was selected for a thrombus aspiration procedure in the left ilium.. During preparation, the priming mode ran for 12 seconds and the system stopped and displayed an error message to replace the device. The saline bag was adjusted and the priming process was restarted but the same issue occurred. When the catheter was examined, it was found that there were kinks and there was a saline leak from the catheter shaft. The procedure was then completed with a new catheter. There were no patient complications and the patient was stable.